Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged line through the subject meter's display screen was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not exprext the return of the subject devices for product analysis evaluation.